Event description:
Phlebotomist was drawing blood on pt from a bd "butterfly" saf-t-lok winged collection set. When she activated the safety device, the tubing below became disconnected and blood flowed out of the tubing onto her gloved hands. Dates of use: 2008. Diagnosis or reason for use: collect blood.